Event description:
Additional information stated the patient still had concerns with their device or therapy and their stimulation was "not going where it should." The patient stated they had a reprogramming session on (B)(6) 2013 and visited their doctor on (B)(6) 2013 but received "no help." The patient also stated they had appointments scheduled for (B)(6) 2013. Additional information from the healthcare provider stated the cause of the event was a possible lead migration. It was also reported the device showed "normal" impedances and it was unknown if the event was due to the implantable neurostimulator (ins). The healthcare provider also reported the patient experienced pain and tingling with the ins turned off and zeroed out. The healthcare provider stated there had been no surgical intervention yet and there was a dislodgement or migration of the lead or extension. An x-ray taken on (B)(6) 2013 showed the lead looked normal but may have migrated slightly. It was reported the patient required hospitalization and went to the emergency room because of pain on the opposite side of the lead placement.

Event description:
It was reported there was a loss of therapeutic effect. When the patient was sitting straight or standing and walking they could not feel stimulation but when they bent their head forward they felt the stimulation which went all the way down their right arm and fingers. This had been occurring for approximately 2-3 days. Patient denied and body trauma or falls that could have contributed to this issue. Patient had the settings at 0.75 and their arm "jumped so bad." When the patient put their head down they drop everything. When the patient had the device implanted it help with 70-75% of their pain but now it was not doing anything for them. Patient was worried they would have to be explanted.

Manufacturer narrative:
Product ID, 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n330419, implanted: 2012 (B)(6), product type accessory. (B)(4).